Manufacturer narrative:
Product evaluation: product receipt / condition: 1 opened sample, part number 1883673hs, from lot number 0214099193. The inner shaft broke 0.65¿ from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. There were striations around the outside diameter of the break point indicating metal on metal contact. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while the high speed choanal atresia bur was in use during a dacryocystorhinostomy, the base of the inner cylinder was broken. There was no patient impact or injury. The procedure was completed with backup products.